Event description:
It was reported by the patient that her doctor implanted a temporary lead wire in her lung. Furthermore, the patient also reported that when she was "dying", she was transferred to (B)(6) hospital facility (B)(6)-2010. On (B)(6)-2001 at (B)(6), it was determined that the lead had perforated the right ventricular apex resulting in pneumothorax. The doctor removed and repositioned the lead in the extrathoratic subclavian vein. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.